Event description:
It was reported that during procedure, the left ventricular lead was damaged in an attempt to remove stylet stuck in lumen of lead. The lead was replaced. Patient was discharged.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.